Manufacturer narrative:
Article title: inadequacy of near-infrared spectroscopy cerebral oximetry monitoring for detecting neurological complication. Published: july - september 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, during a bentall debranching procedure under general anesthesia, a (B)(6) male patient diagnosed with asymptomatic severe aortic stenosis, in spite of being monitored by cerebral oximetry with nirs developed neurological complications. The patient developed the right hemiparesis postoperative, confirmed with non-contrast computerized tomography head/magnetic resonance imaging which revealed the left middle cerebral artery territory stroke which was embolic. The patient managed conservatively and started recovering with supportive care and was discharged from the hospital after 3 weeks with right hemiparesis.